Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Concomitant products: 5076 implantable pacing lead, implant date: (B)(6) 2008; enlw1616c93e x2 stent graft; implant date: (B)(6) 2012; encf3232c49e stent graft, implant date: (B)(6) 2012. (B)(4).

Event description:
.

Manufacturer narrative:
It was later reported that the device was explanted and replaced due to normal elective replacement indicator.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.